Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding-face [skin haemorrhage], shaft poked-exterior face [skin injury], brush head loose when attaching it to the handle, does not sit tightly on the shaft,[device connection issue], brush head came off shaft while brushing [device breakage]. Case description: consumer called and stated that the brush head was loose when attaching it to the handle, and it did not sit tightly on the shaft; also, the brush head had come off the shaft while brushing into his mouth. No serious injury was reported.